Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulty advancing or removing the device from the guiding catheter; however, the reported separation appears to be related to operational context. Possible factors which may contribute to resistance with the guiding catheter during advancement include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. Additionally, it is likely that the balloon dilatation catheter (bdc) was inadvertently mishandled during removal, as difficulty was encountered, resulting in the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in the left main coronary artery (lmca). The 5.0x12mm nc trek balloon dilatation catheter (bdc) had resistance with the 6french (f) guiding catheter. The balloon was attempted to be removed from the guiding catheter; however, the balloon came loose in the catheter and was removed altogether. Another balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.